Manufacturer narrative:
Based on the claim against the product by the customer noting damage to usm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm 4 and ran calibration tests to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date 03-nov-2022 on system sk5656. No image or video was available for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction event due to the following conclusion: the customer abandoned universal surgical manipulator (usm) 4 after the start of the procedure due to an instrument being stuck on the arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps instrument became stuck on the universal surgical manipulator (usm) 4. The customer used the emergency release kit to open the jaws and release the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following additional information regarding this complaint: the fenestrated bipolar forceps instrument was stuck on tissue while on usm 4 which was abandoned after tissue was released with no patient injury. This procedure was completed robotically.

Manufacturer narrative:
The usm was analyzed and found the carriage to be loose on the rail. The usm was tested in an in-house system in normal mode with no triggered errors, but failed line 960 sensors check yaw during friction test. Upon inspection, the carriage is loose on the rail. The insertion rail failed the linear bearing test.